Event description:
Reporter indicated that the patient's currently implanted products are different than what was reported on the initial MDR report. The patient's current high impedance with the current products has been reported via MDR # 1644487-2013-00194. The patient was implanted with the current vns products on (B)(6) 2003. It is likely the patient's previous vns lead and generator were explanted on this date. Attempts for additional information are ongoing.

Event description:
It was reported a vns patient was experiencing high lead impedance with vns diagnostics since (B)(6) 2012. The generator is also at end of service, and displaying eos = yes. Diagnostics were last within normal limits in (B)(6) 2012. The patient previously had high lead impedance since (B)(6) 2002. The patient had a vns lead pin reinsertion surgery performed on (B)(6) 2002 which resolved the high impedance during the surgery, but the patient presented with high impedance and an infection after the surgery. The infection resolved. X-rays were performed on (B)(6) 2012, which identified 4 areas of possible lead fracture. The patient does manipulate the vns site and pull at the lead at times. The patient has not experienced any adverse events. The vns has not been disabled. It is possible the reported vns devices currently implanted in the patient are not correct. Attempts for further information and the plan of care are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated that pt had undergone exploratory surgery on 05/2002 due to suspected device malfunction. Further follow-up revealed that the pt was seen by physician on an urgent basis on 03/2002 due to an increase in seizure frequency. Device diagnostic testing at office visit on 03/2002 resulted in high lead impedance reading indicating possible device malfunction. Prior device diagnositc testing at office visit on 12/2001 was within normal limits. The pt reportedly had 1 complex partial seizure and 30 seizure-free days in december 2001. In january 2002, the pt had 5 complex partial seizures and 28 seizure-free days. In february 2002, the pt had 18 complex partial seizures and 24 seizure-free days. In march 2002, the pt had an increase in seizures with total of 144 and only 5 seizure-free days. X-rays prior to surgery did not reveal any discontinuities in the ncp system. During the exploratory surgery, one lead connector was noted to be anterior to the generator, and the other was posterior. Both connectors were moved to the side of the generator. No other anomalies were noted during the exploratory surgery. The lead/generator connection appeared to be normal and no breaks in the lead were noted. Intra-operative device diagnostic testing was within normal limits. Device diagnostic testing the day after the exploratory surgery and at office visits since then continue to result in high lead impedance readings it is not known whether device replacement surgery is planned at this time. Additionally, the pt reportedly developed an infection at the generator pocket area following the exploratory surgery. The pt was in the hosp for IV antibiotic treatment and I&d. The infection has reportedly resolved.